Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73h1900404 was manufactured on 08/19/2019 a total of (B)(4) pieces. Lot was released on 08/29/2019. DHR investigation did not show issues related to complaint. The customer returned (B)(4) unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its staples severely misaligned. There was a significant gap between staples in the cover block. There were 21 staples left in the sample indicating that at least 14 were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed properly but did not release. This was repeated for the next staple with the same result. A third attempt was made , and no staple formed. The sample was disassembled for further inspection. Upon disassembly, it was found that there was biological material on the spring. The staples were found to be loose within the cover block. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The sample was returned with the staples severely misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from properly forming and releasing consistently. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that the staples did not come out from the stapler during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples did not come out from the stapler during a surgery. Therefore, a new unit was used instead.